Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During in clinic check, mode switching due to oversensing on the atrial lead was discovered. Isometrics were tested and did not produce noise. The atrial sensitivity was changed from 0.2 mv to 0.4 mv to prevent the oversensing.